Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated. Additional information was received that the previously reported serial number was incorrect. This information has been updated. No additional information is available at this time. If additional information becomes available, this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was fractured two years post implant. This lead was surgically abandoned and a new lead was successfully implanted. To date, no adverse patient effects were reported.